Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china (osh), omsc concluded that the reported phenomenon was attributed to the deterioration of the lamp due to the repeatedly long-term use and which caused temporary lighting failure of the lamp because five years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during procedure, the lamp didn't work and the subject device gave alarm. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.